Event description:
A report was received that stated a nurse received a needle stick. The incident took place at the conclusion of a blood draw using a system with a safety butterfly needle. The nurse was attempting to engage the safety device when the encountered difficulty and was stuck by the exposed needle tip. The nurse had labs drawn consistent with blood exposure.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.